Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 13 year, 8 month implant duration due to aortic stenosis. Patient also had coronary artery disease. Learned from implant patient registry.